Event description:
It was reported that prior to a sub-acromial decompression procedure using a quantum 2 controller, the display screen remained blank after attempting to power on. After a 30 minute surgical delay, another controller was located and the procedure was successfully completed. No pt complications were reported as a result of this event.